Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that it's a database access issue. The technical support specialist logged into the station and found that it gave an error message regarding database, then the technical support specialists opened ssms and found dsclientoltp was showing pending recovery. The technical support specialists uninstalled kb: 50033688 and rebooted the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialists.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device displays database error. Technical support specialist uninstalling knowledge base and reboot the station resolves the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.